Event description:
The facility returned the device for service. During service the baxter repair technician noted that the air in line printed circuit board was of out calibration. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 20, 2007. The facility representative reported failure code 810:04. Information was not provided as to whether or not the failure occurred during a patient infusion. Evaluation summary:during product evaluation, the air in line printed circuit board (ail pcb) values were found to be out of specification. The ail pcb was recalibrated.